Event description:
The rptr, the pt's father, reported the insulin pump display was blank, and that the pump was sounding an alarm. The pt tested his blood glucose level to be 500 mg/dl. The pt did not experience any symptoms of high or low blood glucose levels, and did not seek any medical attention or treatment. The pt corrected his blood glucose level with insulin via a syringe. The rptr claimed the pt did not notice or react to the alarms for some time. Troubleshooting revealed the battery cap was secure and intact and there were no cracks in the pump casing. No programming troubleshooting was performed due to the blank display issue. The pt did not notice and address the pump alarms in a timely manner, and afterwards experienced elevated blood glucose levels. However, this complaint is being reported since the pt experienced a hyperglycemic episode while using the insulin pump.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed the pump was accurately and correctly delivering insulin as programmed; all daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump was tested and passed flow accuracy testing. There is no evidence the pump contributed to the pt's elevated blood glucose level. Eval also revealed a crack in the display screen. The display screen was replaced, and then functioned properly. The display issue is not the reason for submission of this report, and did not contribute to the serious injury.